Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 482 mg/dl. The customer's expected fasting blood glucose test result range is 135 - 140 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that he had previously gone to the hospital due to obtaining blood glucose test results over 400 mg/dl; upon arriving at the hospital, they would perform blood glucose test on customer and results would be normal. Customer stated he has not felt symptoms of high blood sugar when he had obtained the results over 400 mg/dl. Customer stated the latest incident occurred on (B)(6) 2018 after obtaining the blood glucose test result of 482 mg/dl fasting. Customer was not experiencing any symptoms. Customer had gone to the hospital where they had performed blood glucose test and obtained a result of 189 mg/dl fasting. Customer did not mention a specific amount of time that passed between obtaining the result to the result he received when he got to the hospital. There was no diagnosis and no treatment given to the customer. Customer left the hospital the same day ((B)(6) 2018). No new medication or healthcare program was suggested. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 420 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/16/2019 and open vial date is 06/25/2018. Unable to review the meter memory for previous test result history; meter started to have bad beeps after the customer performed the blood test during the call.